Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the tip of the reuter tip deflecting wire guide could not be deflected for the cardiac catherization of a pediatric patient. The side arm adaptor was not used for the procedure. It was further noted that both solder connections located at the distal end were broken. The product problem did not result in any reported serious injuries to the patient.